Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level above 400 (mg/dl). Reportedly, customer recently had part of their pancreas removed. Customer reported having a scheduled appointment with their health care provider and therefore declined to complete any troubleshooting with tandem technical support.